Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by 3m. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported multiple patients experiencing skin rashes, blisters and itching while using the chloraprep. Per phone call: I received a phone call this morning from julie at 3m in regards to multiple patients experiencing skin rashes, blisters and itching while using the chloraprep. Symptoms were treated with cortisone.